Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D10: device availability additional. G4: date received by manufacturer additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.

Event description:
The complaint states that transmitter failed error was reported. Product was provided for investigation. Confirmation of the complaint was undetermined. A probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.